Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced low blood glucose level event on (B)(6) 2026. The patient's blood glucose level was 60mg/dl and was treated with a cup of coffee with once int delight fined sugar. No further information available.